Event description:
It was reported that the video system center had error e315 unsupported scope errors. It issue was identified during device inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.